Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit v40 femoral head and accolade ii hip stem on (B)(6) 2015 and was revised on (B)(6) 2018. It is further alleged that the post operative diagnoses was "failed right total hip arthroplasty secondary to adverse local tissue reaction metal-on-metal trunnions debris with likely asceptic loosing of the acetabular component".

Manufacturer narrative:
Reported event: an event regarding altr involving an size 4 accolade ii 132 deg was reported. The event was not confirmed. Method & results: product evaluation and results: device evaluation could not be performed as no items were returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: it was reported that the patient had altr. The event was not confirmed. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit v40 femoral head and accolade ii hip stem on (B)(6) 2015 and was revised on (B)(6) 2018. It is further alleged that the post operative diagnoses was "failed right total hip arthroplasty secondary to adverse local tissue reaction metal-on-metal trunnions debris with likely asceptic loosing of the acetabular component".